Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation, further investigation of the complaint was not possible without a sample for evaluation. Therefore, reported issues could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: we've had some piggybacked infusions finish much earlier than expected. The pump log shows correct programming and volumes infused, but the 50 ml secondary bag (the higher bag) was found empty after 30 min on an infusion that should have taken 2 hrs. Again, I'm wondering if the pressure compensating valve allowed the secondary to back up into the primary. Unfortunately no tubing was saved at the time.